Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a post implant follow-up. Upon device interrogation, the patient's right atrial lead was inappropriately capturing the right ventricle. A chest x-ray was performed on (B)(6) 2019 and lead dislodgement was observed. Programming changes were made and the patient's condition is currently stable.

Event description:
Additional information indicates that the lead was repositioned and the patient was stable following.